Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the lumen was clogged during use. It was reported the doctor used a 2ml syringe to "rinse the leg and the material on the hub expanded into a bubble". The device was placed on (B)(6) 2020. No patient injury reported. It was reported the cvc was replaced. The patient's condition is reported as stable.

Event description:
Customer complaint alleges the lumen was clogged during use. It was reported the doctor used a 2ml syringe to "rinse the leg and the material on the hub expanded into a bubble". The device was placed on (B)(6) 2020. No patient injury reported. It was reported the cvc was replaced. The patient's condition is reported as stable.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc catheter for analysis. Signs-of-use in the form of dried biological material was observed on the catheter body. The catheter body was intentionally severed adjacent to the juncture hub. The severed portion was returned. Visual analysis revealed that the catheter juncture hub was ballooned/stretched. The appearance of the defect is consistent with damage due to over-pressurization of the catheter during use. Microscopic examination confirmed the damage. Despite the damage, no external holes or leaks were observed. The catheter body was intentionally severed 19mm from the juncture hub. The total catheter length (added two portion of the separated catheter body) measured 168mm, which is within the specification limits of 157mm-177mm per the catheter graphic. The catheter body outer diameter measured 2.965mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion graphic. The medial 1 extension line outer diameter measured .0869", which is within the specification limits of .084mm-.088mm per the extension line extrusion graphic. The medial 1 extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The medial 2 extension line outer diameter measured .0842", which is within the specification limits of .084"-.088" per the extension line extrusion graphic. The medial 2 extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The proximal extension line outer diameter measured .085" which is within the specification limits of .084"-.088" per the extension line extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the extrusion graphic. The distal extension line outer diameter measured .085" which is within the specification limits of .084"-.088" per the extension line extrusion graphic. The distal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the extrusion graphic. The extension lines were flushed with a lab inventory syringe. No defects or anomalies were observed as the lines were able to be flushed with little to no resistance. A long pin gage was inserted through each extension line as well as the separated portion of the returned catheter body. Minor resistance was observed due to dried biological material; however, the pin gage was eventually able to pass through each lumen. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "assess each patient for appropriateness of a pressure injection procedure. Pressure injection procedures must be performed by trained personnel well versed in safe technique and potential complications. Ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications". The report of a damaged juncture hub was confirmed through complaint investigation. Visual analysis revealed that the juncture hub contained an internal leak and had become stretched/ballooned, which is consistent with damage resulting from over-pressurization of the catheter during use. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.